Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon was inflated to 12mm however, it could not be inflated. The balloon was noted to be leaking. The procedure was been completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.